Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that chemotherapy regimens, such as epoch, 5-fluorouracil (5-fu), and etoposide-vinblastine-ifosphamide (vip) took longer to infuse than intended. It was noted that the clinicians had to go back couple of times to add volume to the pump to infuse the entire dose. Furthermore, several troubleshooting methods were implemented, such as working with the pharmacy to ensure accuracy of volume, testing the pumps side-by-side, sending the devices to biomed for rate accuracy testing, and minimizing any kind of device alarms during infusion.